Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 30 (mg/dl) for 3 days. Customer consumed juice and programmed a temporary basal insulin rate to treat bg levels. Reportedly, customer believes that low bg levels may be due to increased activity. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.